Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead was positioned in the heart successfully with adequate measurements however the physician was unhappy with the location and decided to reposition it. During repositioning, the helix of the rv lead would not retract properly. The physician claimed to not feel any torque when rotating the tool and had to remove and replace the rv lead prior to pocket closure. Outside of the body, the helix would still not retract properly. There were no adverse patient effects reported.